Event description:
It was reported to philips that the system did not turn on. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Review of the system log file showed that the malfunction in host pc. The fse done the visual inspection of the pc and checked the incoming power supply. The reported issue got resolved by restarting the pc manually. After the system restart, the system was working fine. And next day the reported issue occurred again and the fse replaced the host pc and hard disk, installed the software, and performed the configuration and calibration. After that, the system was system was returned to use in good working order.